Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical intervention relating to an inflatable penile prosthesis (ipp) because the patient expressed that the device was not working properly. During the procedure, the physician removed excess skin from the penis with the intent to resolve the patient's issue. A hematoma was found in the scrotum, and the physician performed an evacuation of the hematoma. There were no explanted or implanted device components during the procedure. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to h6 patient codes and b1 adverse event/product problem.

Event description:
It was reported that the patient underwent a surgical intervention relating to an inflatable penile prosthesis (ipp) because the patient expressed that the device was not working properly. During the procedure, the physician removed excess skin from the penis with the intent to resolve the patient's issue. A hematoma was found in the scrotum, and the physician performed an evacuation of the hematoma. There were no explanted or implanted device components during the procedure. There were no patient complications reported.